Event description:
On (B)(6) 2010, pt reported there are characters missing from the top left corner of the display of his infusion device. Pt stated, there was also visible darkening of the display along the bottom edge of the infusion device. Pt reported, the missing segments/darkening along the bottom of the display did make it difficult to determine insulin amounts on the infusion device display. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.